Manufacturer narrative:
(B)(4). Reported in error as there is no allegation of malfunction.

Event description:
There is no allegation of malfunction. This device is returning as it is part of a field corrective action.